Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that their dexcom receiver repeatedly displayed a ¿brief sensor issue¿ message. During this time, the patient was unable to check their blood glucose using a blood glucose (bg) meter. Shortly after, the patient began feeling incoherent and eventually lost consciousness. Emergency medical services (ems) was contacted by the patient¿s brother. Upon arrival, paramedics administered intravenous (IV) glucose. The patient does not recall the bg reading taken by ems. By the time the patient arrived at the hospital, they had regained consciousness. A bg reading taken at the hospital was 33 mg/dl, while the dexcom receiver continued to display ¿brief sensor issue¿ before eventually showing ¿sensor failed.¿ the patient received additional IV glucose and remained in the hospital for several hours before being discharged later that evening. As of the time of this report, the patient is good and recovering at home. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.